Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical service engineer (tse) and reported that the vessel sealer instruments were not working with the e-100. The customer moved the vessel sealer to the integrated electrosurgical unit (iesu) and continued the procedure. The isi csr power cycle the e-100 and cycled the rear power switch but the issue persisted. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that generator turned on with no issues, the e-100 did not work. Ports were placed prior. The customer didn¿t know the vessel sealer wouldn¿t work in the e-100 until they tried using it in the case. Isi representative was there for the case and restarted the generator, but still it wasn¿t working. The customer called the isi tse, and they suggested the generator likely needed to be replaced. The customer continued the case with no delays using the erbe generator. The case was completed with no issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and was able to reproduce the issue. The isi fse replaced the e-100 generator to resolve generation issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found to have no failures. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. I use vessel seal extend instrument with a saline dipped gauze in the jaws a fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issues. The complaint was confirmed during the field evaluation but not during failure analysis.